Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined that the motor speed was below specifications is related to the reported issue. The motor, handpiece switch, wiring harness, and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device does not work efficiently. The blade is not sharp and the plow does not cut the skin. There was no harm or delay reported. At product evaluation investigation the device motor speed was below specifications. No adverse events were reported as a result of this malfunction. No additional information is available.